Manufacturer narrative:
Additional information was received on(B)(6)2020 . The patient is a 67 year old female (67kg). Patient¿s condition was unchanged. Physician¿s opinion regarding the cause of the adverse event was that it was procedure related. No bwi product malfunctions nor error messages were reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000714720.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30324239m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. About 1 hour into the procedure the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by soundstar catheter. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Administration of herparin neutralization by protamine and oral administration of warfarin were required to stabilize the patient. The procedure was completed without further issues. There¿s no indication that extended hospitalization was required. Physician stated that the timing of the adverse event occurrence is unknown but suspected it might have occurred in the coronary sinus. No bwi product malfunctions were required. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.